Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure with placement of a 4.0 x 23 mm xience v stent, a 4.0 x 28 mm xience v stent and a 3.0 x 08 mm xience v stent in the right coronary artery. Approximately 1-2 years ago, the patient began to experience an allergic reaction with rash, which covered his chest, waist, and upper and lower extremities. The patient has seen an allergist and dermatologist and has undergone allergic testing. Per the patient, the cause of his allergic is not known, but is possibly due to one of his medications. His physician has tried different combinations of both generic and name brand clopidogrel, aspirin, losartin and metoprolol; however, his rash continues. He has been treated with benadryl and levocetirizine as needed, but his rash continues. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6). The reported patient effects of hypersensitivity is listed in the xience v and xience nano, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed; there is no evidence to indicate the presence of a product deficiency.